Event description:
The reporter alleged that the surgeon informed him that during surgery the instrument bedside unit appeared to wobble intermittently. There was no harm to the patient and the procedure continued with no complications. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. This report shows all information available at the time of submission. Once the investigation is complete a supplemental report will be submitted with the results.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. This report shows all information available at the time of submission.

Event description:
The reporter alleged that the surgeon informed him that during surgery the instrument bedside unit appeared to wobble intermittently. There was no harm to the patient and the procedure continued with no complications. Cmr surgicalltd does not consider this report and content to be an admission that its product is defective or thatithas caused a death or serious injury.